Event description:
Reporter indicated that pt requested device explant due to lack of efficacy. Good faith attempts to gain more info have been unsuccessful to date.

Manufacturer narrative:
Malfunction cannot be ruled out, may have contributed to lack of efficacy.